Event description:
It was further reported that the patient returned for follow up check, office testing could produce a little noise on the can but nothing on any of the other leads nor could they produce any oversensing.

Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of ventricular oversensing, and noise. Recommendation for isometrics movement reproduction, inquiry on location of lead, and adjustment to sensitivity settings was made. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: boston scientific 0185 lead, implanted: (B)(6) 2014. (B)(4).